Event description:
It was reported that patient underwent a revision surgery in 2009, to remove discovery elbow components after radiographs showed the ulnar locking pin was out of place. The date of original implantation of the elbow system was 2005. The components were removed and replaced. It was also reported that the patient claimed to be unaware of the weight restriction and was therefore non-compliant.

Event description:
It was reported that patient underwent a revision surgery in 2009, to remove discovery elbow components after radiographs showed the ulnar locking pin was out of place. The date of original implantation of the elbow system was 2005. The components were removed and replaced. It was also reported that the patient claimed to be unaware of the weight restriction and was therefore non-compliant.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Manufacturer narrative:
User facility filed report after receiving a faxed letter from biomet in 2009, with event details. This follow-up is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.